Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 (mg/dl). Customer administered a correction bolus to treat bg level. Reportedly, customer consulted with their health care provider who recommended adjustments to the basal insulin rates. Tandem technical support assisted the customer with adjusting their basal insulin rates.